Manufacturer narrative:
Pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test, excessive no delivery test and delivery accuracy test. Pump received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, cracked lcd window, cracked case at the reservoir tube window corner, cracked reservoir tube window and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer blood glucose was unknown. The customer states would rewind and have insulin delivery issue. The insulin pump will be returned for analysis.